Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine months of post deployment, the patient reportedly diagnosed with pulmonary embolism. Approximately six months later, the patient presented to evaluate the filter and doctor advised not to remove the filter, since the patient has had it more than 12 months. Therefore the investigation is inconclusive for retrieval difficulties as the medical records state that "doctor advised not to remove the filter, since the patient has had it more than 12 months". Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 09/2018.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with trauma situation/motor vehicle accident. The device has not been removed after an unsuccessful attempt. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.